Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was reported that wire detachment occurred. Crossover access was obtained via the right transfemoral retrograde. The target lesion was located in the uterine artery. A fathom guidewire was selected for use along with a direxion micro catheter for a catheterization of the left utero-ovarian anastomosis. During use of the guidewire , there was difficulty maneuvering and sliding. During removal of the guidewire from the direxion catheter, there was great difficulty and the hub of the microcatheter broke approximately 2cm from the strain relief. Both devices were removed from the patient completely. Once outside the patient's body, it was further noted that the spiral part of the guidewire was detached. Nothing was left in the patient the procedure was completed with non bsc devices. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. Returned product consisted of a fathom guidewire. Catheter shaft was checked for damage. It was noticed that the distal end of the device had some slight bends. The guidewire shaft was not separated. The related complaint direxion micro-catheter that was used in the procedure with the fathom was used to inspect for the flexibility complaint. The wire was hydrated and the wire was loaded into the micro-catheter and transcended into the lumen with no restrictions. No friction or flexibility issues were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that wire detachment occurred. Crossover access was obtained via the right transfemoral retrograde. The target lesion was located in the uterine artery. A fathom¿ guidewire was selected for use along with a direxion micro catheter for a catheterization of the left utero-ovarian anastomosis. During use of the guidewire , there was difficulty maneuvering and sliding. During removal of the guidewire from the direxion catheter, there was great difficulty and the hub of the microcatheter broke approximately 2cm from the strain relief. Both devices were removed from the patient completely. Once outside the patient's body, it was further noted that the spiral part of the guidewire was detached. Nothing was left in the patient the procedure was completed with non bsc devices. No patient complications were reported and the patient was fine.